Manufacturer narrative:
(B) (4) no code available (deployment suture broke).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was partially deployed by approximately 10mm. It was noted that the deployment suture thread was broken. It was possible to retract the remainder of the deployment suture thread and deploy the stent; however initial resistance was noted. Examination of the deployed stent found no anomalies. A tactile examination of the delivery system found no issues. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6), 2010 ((B)(6) male; weight unknown). According to the complainant, during the procedure, when the physician pulled the deployment suture to deploy the stent, the deployment suture broke. As a result, the stent was unable to be deployed. The distal end had not yet opened, so the physician was able to remove the stent and complete the procedure with another ultraflex tracheobronchial stent. The patient's anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B) (6) 2010 ((B) (6) male). According to the complainant, during the procedure, when the physician pulled the deployment suture to deploy the stent, the deployment suture broke. As a result, the stent was unable to be deployed. The distal end had not yet opened, so the physician was able to remove the stent and complete the procedure with another ultraflex tracheobronchial stent. The patient's anatomy was not tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.